Event description:
Additional information was received. It was reported that the explant was delayed and performed on (B)(6) 2018. It was reported that an n'vision was used in the event and that the software card version is unknown and was noted that the patient came from another facility. It was reported that the diagnostics/troubleshooting that was performed was new programming and the motor stall occurred again. It was reported that no further actions or interventions were taken. It was reported that the withdrawal symptoms and fever were resolved and that the patient is fine now. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the drug in the pump was baclofen 2000mcg/ml at 1472.4 mcg/day. It was reported that the motor stall occurred on (B)(6) 2018 at 5:17 am. It was noted that the pump had been interrogated after occurrence of the motor stall on (B)(6) 2018 at 19:19h. It was reported that the patient also experienced a high temperature. It was noted that it was documented that the last refill took place on (B)(6) 2018; however it was indicated that this was not verified. At the time of the report the issue was not yet resolved and the patient still had withdrawal symptoms and high temperature. Additional information provided reported that the patient is now doing better. No further complications were reported and/or anticipated.

Manufacturer narrative:
The manufacturing site ID was previously reported as # (B)(4). Additional information indicates the correct manufacturing site ID is # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was scrapped by the hospital and would not be available for return. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the explant is planned for (B)(6) 2018. It was reported that the patient was on oral substitution. No further complications were reported and/or anticipated.

Manufacturer narrative:
Implanted date: it was reported that the pump was implanted on (B)(6) 2012 and that the date is approximate as only the year is a ccurate. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen with an unknown concentration at 1470 mcg/day via an implantable pump for an unknown indication for use. It was reported that dr. (B)(6) was contacted by the intensive care unit (ICU) of the hospital as the patient was in the hospital due to withdrawal symptoms. It was reported that the pump was beeping and when dr. (B)(6) interrogated the pump it was seen that a motor stall occurred and a pump stopped. There were no reported environmental/external/patient factors that may have led or contributed to the reported event. It was reported that the pump was reprogrammed without solving the issue. The patient was in the ICU and will be monitored during the following weekend. It was noted that the healthcare professionals (hcps) will try to give oral/IV baclofen to avoid further withdrawal complications. It was reported that dr. (B)(6) will order a replacement pump next week, surgical intervention has been planned, but not scheduled. It was reported that the issue was not resolved at the time of this report. The patient status at the time of the report was alive-no injury. No further complications were reported and/or anticipated.